Manufacturer narrative:
(B)(4).

Event description:
The pt had their catheter revised on (B)(6) 2010 because when the pump was refilled, they found that the catheter "had pulled loose". The pt couldn't tell if the pump was helping with their pain yet. It was also reported that the pt fell two nights prior to this report on their left side. The pt went to their physician on (B)(6) 2010 for a dosage increase. The pt was not sure if the fall affected the pump. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.